Event description:
There has been 3 cases of needlestick injury during use of this product. Both issues have occurred: 1. Not firing (discharging) after top is twisted off. 2. After firing (discharging) the needle is still exposed (not retracting). Pt code: 4559. Device codes: 1536, 2532. Ref report: mw5186978, mw5186979.